Event description:
Pt had laparoscopic cholecystectomy 9-11-97. Autosuture endo clips x2 were applied to common bile duct. Pt was discharged 9-12-97. Readmitted 9-13-97 with abdominal pain, severe n/v, "ivvd" & fever. She was returned to or for exploratory lap 9-15-97. Both clips were off the duct. (One could not be found, & the other was loosely attached to the duct. Neither was retrieved.) Findings were: peritonitis secondary to leaking common bile duct. The cystic duct was ligated & the pt has done well post-op. Discharged 9-19-97.